Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noted that the distal end of the stent near the tip was damaged out of the package, and the device could not even be loaded on the guidewire. The procedure was completed with a different device. No patient complications were reported.